Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that a silvery white foreign body was found attached to the iris of the nasal side of the right eye after a cataract procedure. Additional information received indicating that the foreign body was not totally removed from the eye.

Manufacturer narrative:
The irrigation aspiration (I/a) tip was not returned for evaluation. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed, prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed, as the lot/batch/serial number is unknown. The lot/batch/serial is unknown. Therefore, a service history review cannot be performed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).